Event description:
It was reported the patient's heart rate was high. Follow up with the physician's office was conducted and disclosed the patient had not been seen. Records indicate the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).